Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial#: (B)(4), product type: lead. Product ID: 3778-45, serial# : (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a revision because their lead slipped out of place. The physician replaced the lead when the patient had a battery replacement procedure on (B)(6) 2017. No further complications reported.